Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient received 29 inappropriate shocks due to rv lead noise. Tachy therapy has been disabled. Postural and isometric tests were negative. Pocket manipulation was negative. Per the event log, the noise started on (B)(6) 2020. Lead remains implanted but will be evaluated further. Should additional information be received, this file will be updated.